Event description:
It was reported that the extravascular (ev) lead patient presented to the emergency department (ed) after receiving defibrillation shocks at home, and the patient received an additional shock after arriving in the ed. An interrogation showed the shocks were inappropriately delivered due to oversensing and noise, and previously several ev lead noise and non-sustained ventricular tachycardia (nsvt) events were noted since implant resulting in appropriately aborted shocks. Reprogramming of the sensing vector and sensitivity was performed, and the patient was admitted for observation with therapies programmed off to evaluate for further oversensing. A device check the next day showed additional ev lead oversensing. Further reprogramming was attempted, however noise was still noted. It was stated that the patient is non-ambulatory, and in all cases of noise and at the time of the shocks, the patient was moving their upper body and using their arms to help reposition themself in bed. Noise was reproduced when the patient was asked to perform sim ilar movements. X-ray imaging was performed while the patient remained admitted for further evaluation of programming options and was later transferred to a different hospital for defibrillation threshold (dft) testing at a lower sensitivity. Later, a revision was attempted where a xyphoid incision was made and the lead was repositioned lower, however low r-wave amplitudes were noted. The device pocket was then opened and the lead was re-tunneled twice, but no repositioning or sensing vector provided adequate sensing. The ev lead was then explanted, and the patient later received a transvenous dual-chamber system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full lead was returned with the anchoring sleeve with three suture marks on the anchoring sleeve. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated noise. Analysis of the device memory indicated diminished right ventricular sensing. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.